Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 41-year-old black male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that there was a high purge pressure alarm. The cassette was changed with no resolution. Heparin bolus was given. Low purge flow continued followed with intermittent purge system blocked alarm. Tpa protocol was utilized due to the low purge flow. Purge flow resolved within 3 hours. There was no patient harm. The patient is stable.

Manufacturer narrative:
The investigation into the reported high purge pressure has been completed since the original report was filed. No product was returned for evaluation. The data logs were reviewed and it was found a gradual increase in purge pressure over a 2 minute period. Both turning p-level down and back up and cassette change did not resolve high purge pressure alarm. Tpa protocol did resolve issue. The root cause of the high purge pressure is likely due to buildup of biomaterial as it was resolved with the tpa protocol.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-05812 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).